Manufacturer narrative:
Corrected information: g3, h2, h6, h11. The component code has been updated to the pull ring for the pull ring displacement issue.

Event description:
During a pfa procedure, three agilis sheaths did not deflect causing a delay. When deflecting the sheath with the balloon into the right inferior vein, the sheath did not deflect as expected. The sheath was exchanged however when attempting the same maneuver the same issue occurred. The sheath was exchanged again. After completing ablation in the left atrium and moving to the right atrium it was noted the deflection issue occurred again. The procedure was then completed without using the agilis sheath with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath was noted to be bent/bulged 0.3¿ proximal to the distal tip at the location of the pull ring. No other anomalies were noted. The steering mechanism was actuated in both directions; however, the sheath tip was only able to deflect in one direction. The handle was disassembled to enable further visual inspection. The right pull wire was pulled proximally with no resistance and was determined to be detached from the pull ring. The pull wire was able to be removed proximally from the sheath. The detached pull wire is consistent with the lack of deflection observed. The device was x-rayed. The pull ring was noted to be pulled out of position consistent with the detachment of the pull wire from the pull ring. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.